Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a t-handle tip was broken. It is unknown when the event happened or if there was any delay nor injury reported. It is unknown if there was a s&n backup device available.

Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.